Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Implant was opened. Upon fixation, burn mark was noted on the surface of the head.

Event description:
Implant was opened. Upon fixation, burn mark was noted on the surface of the head.

Manufacturer narrative:
An event regarding burn marks or a grey discoloration on the surface of the device involving a metal head was reported. The event was confirmed. The device was confirmed to be in pristine visual condition, no "burn marks" or grey discoloration was observed on the device. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because the device was confirmed to be in pristine visual condition, no "burn marks" or grey discoloration was observed on the device.